Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet done. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the stent system was prepared, it may not have been checked for damage prior to entering the patient anatomy. During the posterior tibial artery intervention, the stent delivery system was advanced to the lesion and the balloon inflated, but the stent was not on the balloon. The patient anatomy was checked, and no stent was present in the patient. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. Another stent system was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience alpine, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu), states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown if the IFU deviation contributed to the reported event. It should also be noted, that the IFU, specifies: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.